Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump alarmed during the self test due to faulty connections on radio frequency board.

Event description:
The customer reported that his insulin pump alarmed. Troubleshooting was performed. The blood glucose reading at time of call was 300mg/dl. The caller stated that he woke with the alarm. He fell uncomfortable and requested having the device replaced. The customer stated that he was going to seek medical attention in the hospital. The caller also reported that he removed the battery for twenty minutes and reinserted, but the device continued alarming and the buttons were unresponsive. Attempted to call back the customer for additional details on his admission without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.